Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing at the antrum during a laparoscopic sleeve gastrectomy, there was an incomplete staple line distally, and a new reload was used to fix it. They used another device to complete the case.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing at the antrum during a laparoscopic sleeve gastrectomy, there was an incomplete staple line distally, and a new reload was used to fix it. They used another device to complete the case. There was no patient injury.